Event description:
It was reported that the patient exhibited tricuspid insufficiency which was contributed to by their right ventricular (rv) lead. The rv lead was explanted. The patient's condition was unknown.